Event description:
The user facility reports one incident of a leak in the pump segment tubing. Pt's blood in the extracorporeal circuit was not returned, resulting in ebl = 350 cc. No pt injury or medical intervention is reported. A new line was set up to resume and compete therapy. The product sample was discarded at the time of the incident and is therefore not available for eval. This report is being filed as an adverse event solely to comply with the FDA's blood loss policy.